Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an over infusion occurred. Although requested, no additional information was provided.

Manufacturer narrative:
Although requested, there was no information provided regarding section a. (Patient identifier-weight). The customer¿s report of an overinfusion was not confirmed. Physical inspection of the device noted the instrument seal not present. No anomalies were noted that could have contributed to the reported issue. Analysis of the pcu event log shows pump module s/n (B)(4) was programmed to infuse levofloxacin 500mg/100ml (drugid 161) at a rate of 100ml/hr with a vtbi of 100ml at 9:59 am on 24 may 2019. The infusion ran until 10:09 when the device was channeled off. The volume recorded as being infused during this period was 16.585ml. Functional testing performed found the device delivering fluid within specification. The root cause of the customer¿s report of an overinfusion was not identified.

Event description:
It was reported that an over infusion occurred with patient involvement. Although requested, no additional information was provided.